Manufacturer narrative:
(B)(4). Returned meter not returned for evaluation. Returned test strips evaluated with defect found. The most likely root cause is strips exposed to heat and/or humidity. The test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 140 to 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 10/22/2017 and open vial date is (B)(6) 2016. The product is stored according to specification. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The tests were taken around 7:00am in the morning.